Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (lld''s) were inserted into each lead to provide traction during attempted lead removal. However, due to the complexity of the lead extraction and increased risk to the patient, the procedure was abandoned. The physician attempted to unlock and remove the lld''s; however these attempts to unlock the devices were unsuccessful. The ra and rv leads, along with the lld's present within the leads, were cut, capped, and remained within the patient's body. The patient survived the procedure. This report is being submitted to capture the lld present within the rv lead which was cut and capped and remained in the patient (in addition, MDR 1721279-2020-00090 captures the lld within the ra lead which was cut, capped, and remained in the patient).